Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735815, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative visited the to evaluate the equipment. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. The returned cable was analyzed. A continuity test revealed an open from pin 15 of the fischer connector to pin 2 of the p4 connector. Codes b01, c02, and d02 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a non-functional internal camera cable. There was no patient involved. Additional information was received. It was reported that the camera was still functional.